Event description:
It was reported that revision surgery was performed due to loosening and fracture of the peg of the patellar component.

Manufacturer narrative:
Analysis of the returned patella revealed the loosening occurred at the cement/bone interface. After loss of cement adherence of the bone, further loading of the patella would have led to the shearing of the peg. The cause for the debonding of the cement/bone interface was not able to be determined from the available info.